Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, no conclusions can be made. Per medical records review, post implant of ventralex mesh, the patient was diagnosed with a seroma thereby underwent a procedure during which the mesh was removed. Seroma formation is a known inherent risk of surgery. The instructions-for-use supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2014. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿identified a 3 cm sheath defect which was in fact an incisional hernia on the top part of her previous lower laparotomy wound. Once the edges of this had been defying, a ventralex mesh was inserted and sutured.¿ (B)(6) 2015 - patient was diagnosed with wound sinus thereby underwent repair with removal of mesh. Per operative notes, ¿the sinus was accessed, and it was quite quickly apparent that there was a sizable cavity around the mesh. The mesh was removed with elliptical incision. The sheath which was remaining had clearly reacted to the presence of the mesh allowing them to be closed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided.